Manufacturer narrative:
Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair and a sling procedure in 2008. Immediately following the procedure, the patient experienced loss of urine, pain, and yellow discharge for four weeks. The patient plans to have the surgery re-done. No other information is available.